Event description:
Pt had surgery after hearing had deteriorated since middle ear prosthesis implanted. It was found in surgery that the implant head has ,separated from the shaft.

Manufacturer narrative:
The implant was returned in two pieces. The r&d engineer suspects that the implant was subjected to a trauma prior to implantation because of the appearance of the shaft.